Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077184, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc43180, model: sc-4318, batch: 28347410, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a scs lead replacement procedure.